Manufacturer narrative:
Evaluation: the pump has been returned and evaluated by product analysis on 11/07/2014 with the following findings: investigation revealed that the display screen was dim and discolored, and there was evidence of contamination found under the down arrow button contact. The keypad cover was observed to be cut and torn over the up arrow keypad button. All keypad buttons were found to be responding appropriately to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and there was contamination under the down arrow button contact. This report is made based on results of investigation completed on 11/07/2014.